Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the battery that was returned with the pump for investigation shows no evidence of overheating. Visual inspection revealed that the battery compartment and cap are intact with no evidence of physical damage. The pump powers on with a blank display, and after a few minutes the pump displays a "sleep error" message. After a few minutes, the pump felt warm. Testing indicated high current draws. No defects were found to the power flex, battery connections, and internal components. Investigation revealed two defective integrated circuit components. When the defective components were removed, current draws were tested to be normal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The reporter claimed that the subject pump has a temperature issue. The pump reportedly felt warm. During troubleshooting, the animas representative noted the battery cap was secured. There was no product misuse or damaged to any other area of the subject pump. The issue was not resolved with troubleshooting. This complaint is reported due to the alleged temperature issue on the subject pump.